Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) / suspect device originally distributed as cs100 , upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) batteries did not last. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the unit and replaced batteries due to batteries not lasting for the pm. The unit passed all calibration, functional and safety tests. The unit was returned to customer and cleared for clinical use.